Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): initial analysis confirmed the report, the device would not start interrogation. However, after further functional analysis was performed this failure disappeared. Therefore, a root cause could not be determined.

Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. No indicator lights came on and it did not initiate a transmission. The monitor was replaced and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.